Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system would initially establish communication, but communication would be lost if the ethernet cable was disconnected and reconnected unless the systems were not fully restarted. It was reported that bypassing the bulkhead on the subsequent imaging system in the or did not restore functionality. The representative then returned to the site, reprogrammed the ip address on the navigation system and restarted the system and was then unable to replicate the reported issue.. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the imaging system and navigation system could not establish communication for a post-operative image acquisition. It was reported that the systems were communicating at the beginning of the procedure and during inter-operative image acquisitions. It was noted that the navigation system was not restarted, thought the imaging system and viewing station of the imaging system were restarted without resolution. The site opted to perform the image acquisition without the communication being established. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.